Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the damage to the clip cover. It was reported that during preparation of the clip delivery system (cds), the clip cover was noted to be torn. The device was not used in the anatomy and was replaced. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). All available information was investigated and the reported torn clip cover was not confirmed. A review of the lot history record revealed no manufacturing issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the torn clip cover material. It is likely that the reported torn clip cover was due to user observation/opinion (procedural conditions) and was determined that there was no device issue. There is no indication of a product quality issue with respect to manufacture, design, or labeling.